Event description:
On 4/25/2022, it was reported by a distributor via sems that an ar-3638 knotless fibertak flat sutures broke before the looped end was in the anchor. There was no tail for the broken end, therefore surgeon could not continue with shuttling.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.